Event description:
A dental appliance called "mapes" was used by dr. (B)(6) on my child. This appliance does similar movements as the agga appliance, in that it moves the teeth forward, specifically the front teeth. He argues it is not like the agga as it is bone borne (pushes against tads) and is precise turns, where the agga is spring loaded and pushes against molars. Even though we had some bone packing around the teeth, the front teeth were pushed forward without any x-ray supervision. He wanted us to continue moving teeth forward by assessing the side profile and saying my child could use more lip support. I asked for a cbct to assess the bone levels, but he refused. We had a cbct taken after transverse expansion (that occurred after the forward movement,) and that image showed no visible bone in front of the front teeth. This is a dangerous appliance created by the doctor that uses it without proper supervision of bone and is trying to get more clinicians to use it. There are others damaged by this appliance.